Manufacturer narrative:
This MDR was generated under protocol(B)(4) , as a result of warning letter cms# (B)(4) . A corrective and preventative action has been opened to address the reported issue. A device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacture. A product sample was received for evaluation. Functional and visual testing were performed. The tamper seals were both intact. The investigation found cracked case top corners, case bottom tabs, and both plunger cases. The pump event history showed a battery communication timeout error in error history log (ehl). The evaluation was performed, and the reported issue was unable to duplicate the base hardware failure at power up process or duplicated. The cause of the reported issue was could not be determined. The root cause of the reported issue was unable to be determined. The technician replaced the interconnect board and battery as a preventative measure. Performed power up process and all functional tests which passed.

Event description:
It was reported that a base hardware failure error was observed. No patient injury was reported. .